Event description:
It was reported that expiratory pressure transducer printed circuit board required replacement. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site and the pressure transducer board was found defective and replaced, which resolved the issue. No part was returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).